Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist that the intra-aortic balloon pump (iabp) while in use on a patient the touchscreen became nonresponsive. As a result the pump was swapped out for another and therapy resumed. Patient outcome: no change in patient status. There were no reports of patient complication, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "touchscreen become nonresponsive" is unable to be confirmed. The field service engineer serviced the pump and the pump passed check-out. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the perfusionist that the intra-aortic balloon pump (iabp) while in use on a patient the touchscreen became nonresponsive. As a result the pump was swapped out for another and therapy resumed. Patient outcome: no change in patient status. There were no reports of patient complication, serious injury or death.